Event description:
Legal documents allege that on or about (B) (6) 2008, the pt was experiencing swelling in her left knee. As a result, she consulted with an orthopedic physician who subsequently diagnosed a failed knee replacement, which required a replacement of the defective knee replacement. The failure type is unk at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.